Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a male patient reported that the injection screw of his humapen savvio device got stuck when he adjusted the dose and no insulin was released every five to six times he took insulin. The patient experienced hypoglycemic coma. The device was not returned to the manufacturer for investigation (batch 1301v02, manufactured january 2013). Troubleshooting was performed with guidance of a pharmacist and the device was working normally. A complaint history review of the batch did not identify any atypical findings with regard to dose accuracy issues. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported that he had used the device since 2013 (more than six years). The core instructions for use state the humapen savvio has been designed to be used for up to 6 years after first use. The core instructions for use also states if any of the parts of your humapen savvio appear broken or damaged, do not use, and to always carry a spare insulin pen in case your pen is lost or damaged. There is evidence of improper use. The patient used the device beyond the recommended use period. It is unknown if the misuse is relevant to the event of hypoglycemic coma.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) years old male patient of unknown origin. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injection (humulin 70/30, 100 u/ml) from cartridge, via a reusable pen (humapen savvio pink), of unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. The humapen savvio (pink) was started since 2013 (improper use of device since device is used more than six years). Approximately, since (b)(3) 2020, his humapen savvio (pink) was impaired, in which the screw used to get stuck when he adjusted the dose and no insulin was released and that occurred once every five to six times he took insulin (product complaint number (B)(4)/lot number 1301v02). Due to that, inaccurate doses were administered and he wanted to replace the humapen savvio device. Approximately, on (B)(6) 2020 the humapen savvio (pink) issue led him to a hypoglycemic coma for about six minutes. The event of hypoglycemic coma was considered as serious by the company due to medically significant reason. The health care professional (hcp) informed him that the amount of insulin which entered his body was not efficient (inaccurate doses) and that might be due to the humapen savvio (pink) impairment. Upon performing troubleshooting with the pharmacist, the humapen savvio (pink) worked, the pharmacist informed that it might be due to needle clogging. The outcome of event wrong dose administered (both episodes) was not resolved while outcome of hypoglycemic coma was resolved. The information regarding the corrective treatment was not provided. Status of human insulin isophane suspension 70%/human insulin 30% therapy was continued. The patient was the operator of the reusable humapen savvio (pink) device and his training status was not provided. The general model humapen savvio (pink) duration of use was not provided and the suspect humapen savvio (pink) duration of use was more than six years as it was started in 2013. The suspect humapen savvio (pink) device associated with product complaint (B)(4) was not returned to the manufacturer. The initial reporting consumer related the event of hypoglycemic coma with human insulin isophane suspension 70%/human insulin 30% therapy while did not provide the relatedness of event wrong dose administered (both episodes) with human insulin isophane suspension 70%/human insulin 30% therapy. The initial reporting consumer considered all the events were due to humapen savvio (pink) device. Edit 15may2020: updated medwatch and (B)(4) (EU/ca) fields for expedited device reporting. No new information added. Update 19may2020: additional information received on 18may2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the (B)(4) (EU/ca) device information, and malfunction from unknown to no. Added date of manufacturer for the suspect humapen savvio (pink) device associated with product complaint (B)(4), which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly.